Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: in reviewing rpt-012631 rev 8.0 - (risk management report for endsnorz/silent nite 3d sleep appliance), the reported issue has already been identified under the "customer related" process aspect: failure mode - connectors break in the mouth. Cause - excessive force due to bruxism. Effects - connectors irritates patient's mouth. Device is ineffective. Severity - 1 (negligible- no harm to user or patient or minor nuisance. No adverse health consequence. Medical device is inoperable but will be discovered before leaving glidewell.) Occurrence - 2 (unlikely- special cause events typically associated with human error or unexpected anomalies in the manufacturing process or design. Will only occur with small number of devices under unusual circumstances.) Risk mitigation - testing (prt-012623) shows that the connector material exhibits a tensile strength (>150 n) greater than the forces present in the mouth (observed at [?] 37.5 n). A second set of connectors is supplied with the device. Rpn final - 2 (low risk). This is not a new failure. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the clasp broke. They need the bottom jaw moved more forward.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).